Event description:
It was reported that during a pta / stenting treatment procedure, the express biliary sd stent dislodged from the balloon, and embolized to the left internal iliac artery. The lesion being treated was severely calcified, 90% stenotic lesion in the left renal artery. The physician used a 7 fr mach1 rdc1 guide catheter and a .014 asahi guide wire to cross the lesion. It is noted that it was difficult to maintain guide wire position in the renal artery due to the amount to calcified plaque at the ostium of the artery. Difficulty was also encountered when advancing the express sd stent through the guide catheter, and it became stuck in the curve at the end of the guide. After being pushed several times, the express sd stent was advanced through the end of the guide catheter, but would not enter the renal artery. The physician attempted several times to push the express sd through the ostium of the renal artery without success. Attempts were then made to pull the express sd stent back into the guide catheter, but were unsuccessful because the stent was stuck in the ostium of the renal artery. The physician continued to pull; forcefully, and the balloon came back into the guide catheter without the stent, which remained stuck. Attempts to snare the express sd stent with a wire resulted in the stent embolizing and becoming lodged in a deep side branch of the pt's internal iliac artery. The physician felt that the express sd stent was not occluding the internal iliac artery, and that it was not a threat to the pt's health, so did not attempt to remove it. The pt is currently reported to be doing 'good'.